Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the infection was unknown. On an unspecified date, the patient was hospitalized and was being treated with unspecified medication for this event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.